Event description:
It was reported to philips that the operational check fails at the therapy testing. There was no patient involvement.

Event description:
It was reported to philips that the operational check fails at the therapy testing. The field service engineer (fse) evaluated the device and confirmed therapy test failure. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. He device passed testing and was put back into service.

Event description:
It was reported to philips that the operational check fails at the therapy testing. The field service engineer (fse) evaluated the device and confirmed therapy test failure. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. He device passed testing and was put back into service.